Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this right atrial (ra) lead had an infection with sepsis. A revision was performed, and the entire system was explanted. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. These explanted products will not be returned.